Manufacturer narrative:
(B)(4). The insulin pump received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to verify charge/battery anomaly, perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump's battery did not last for 24 hours even after used new cap and still received low battery notifications. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.